Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm after pump was submerged in water. Customer reported a blood glucose level (bg) of 195 (mg/dl) and delivered a manual injection to stabilize bg level. The customer successfully resumed insulin delivery after approximately 60 minutes.